Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient took a bad fall on (B)(6) 2017. The patient has since lost pain coverage for their head and the implant can¿t be recharged. The patient was due to visit with a healthcare professional (hcp) to discuss possible revision. Impedances were normal in the range of 600-900 ohms.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3986a, lot# n329503, implanted: (B)(6) 2012, product type lead. Product ID 3986a, lot# n258885, implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported an x-ray revealed that the left-sided lead migrated caudally. The patient was scheduled fro a lead revision and battery replacement on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the revision resolved the loss of coverage. No further complications were reported.